Event description:
Rotating end clamp keeps loosening, causing pin convergence and premature consolidation. Dr. (B)(6) took the patient back to or for repeat osteotomy, tightened the clamp and a week later there was minimal length (at 1mm/day distraction) and visible re-occurrences of clamp loosening/pin convergence on xray.